Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl; cause was not provided. Subsequently, the customer was hospitalized. Although requested by tandem technical support, the customer declined troubleshooting or to provide any additional information regarding the issue.